Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Prior to calling tandem technical support the customer changed all of the supplies on the pump. The customer's blood glucose level was 370 mg/dl, which was addressed with a manual injection. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.